Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2011, the pt reported the infusion device showed 280 units of insulin remaining in the insulin cartridge but the insulin cartridge was empty. The pt did not receive an alert or error message that the insulin cartridge was empty. The pt was hospitalized as a result. On (B)(6) 2011, the pt reported the issue had recurred. The infusion device showed 239 units of insulin remaining in the insulin cartridge. She stated her blood glucose had been elevated all weekend (value not provided). The pt switched to injection therapy. No further info is available. The infusion device was replaced and requested to be returned for eval.